Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. Thus software was utilized and successful the device history. Stuck key alarm (61) found multiple times in the device history on 07/08/2021 at 01:18:40, 01:22:22 and 01:28:00. However, no stuck key alarm (61)/stuck button alarm during testing. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Device was cut open to perform visual inspection and found no moisture damage on the keypad flex tail or electronic assembly and the keypad connector on electrical board 1 was locked properly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during the visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that buttons were hard to press. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.